Manufacturer narrative:
The biomedical engineer (bme) reported that the excessive artifact/noise coming from their zm-530pa. They reported that excessive artifact/noise was detected on the zm-530p during setup by a nurse. There was no patient harm, and the patient was transferred to another zm-530pa. They tested the zm-530pa using different leads, and the issue persisted. When using a replacement unit with the same leads, the issue did not occur, confirming that the problem follows the zm-530pa. He is requesting to exchange the unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the excessive artifact/noise coming from their zm-530pa. They reported that excessive artifact/noise was detected on the zm-530p during setup by a nurse. There was no patient harm, and the patient was transferred to another zm-530pa. They tested the zm-530pa using different leads, and the issue persisted. When using a replacement unit with the same leads, the issue did not occur, confirming that the problem follows the zm-530pa. He is requesting to exchange the unit. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the excessive artifact/noise coming from their zm-530pa. They reported that excessive artifact/noise was detected on the zm-530p during setup by a nurse. There was no patient harm, and the patient was transferred to another zm-530pa. They tested the zm-530pa using different leads, and the issue persisted. When using a replacement unit with the same leads, the issue did not occur, confirming that the problem follows the zm-530pa. He is requesting to exchange the unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the excessive artifact/noise coming from their zm-530pa. They reported that excessive artifact/noise was detected on the zm-530p during setup by a nurse. There was no patient harm, and the patient was transferred to another zm-530pa. They tested the zm-530pa using different leads, and the issue persisted. When using a replacement unit with the same leads, the issue did not occur, confirming that the problem follows the zm-530pa. He is requesting to exchange the unit. No patient harm was reported. Investigation conclusion: the reported issue could not be duplicated, and a definitive root cause could not be established. The evaluation noted signs of previous moisture exposure and residue within the ECG socket of the center case assembly. The presence of moisture in the ECG socket may have caused or contributed to the issue observed by the customer at the time of reporting. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 10/31/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/03/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station. Model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacture.r . H6 event problem and evaluation codes. H11 additional manufacturer narrative.